Event description:
Customer reportedly obtained results of 256mg/dl and 130mg/dl within 10 minutes on the advantage test system. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. No info presented to suggest where comparison was performed. Advantage test system: meter, strip lot 549405, exp 12/31/2007, catalog 2030373.

Manufacturer narrative:
Suspect device is comfort curve test strips.